Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she recently had a blood glucose level of 31 mg/dl. Customer stated that she was treated with a glucagon injection, liquid glucose shots, and food. Blood glucose level at the time of the call was 165 mg/dl. The customer declined low blood glucose level troubleshooting. The insulin pump was not replaced or returned for analysis.